Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump miscalculated boluses; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. The customer's blood glucose was 41 mg/dl. Customer consumed carbohydrates to address bg level.